Event description:
It was reported that when the patient presented in clinic for a follow up, ra lead dislodgement was observed. The patient has no complication. The device was reprogrammed to vvi until the device upgrade could be scheduled. In a few weeks later, the lead was explanted and replaced during the device upgrade procedure. The patient was stable.

Manufacturer narrative:
Additional information: analysis was normal. No anomalies were found.